Event description:
A female patient undergoing intrauterine insemination (iui) generated a false positive architect total b-hcg result of 39 u/l fifteen days post insemination. For the following two months, architect total b-hcg results remained at approximately 40 u/l. Samples from this patient were then tested by other non-abbott methodologies (five in total) and all generated negative results of less than 3 u/l. This patient was not immunoglobulin a deficient. Polyethylene glycol precipitation, to screen for interference from immunoglobulins and immunoglobulin complexes, generated a markedly decreased recovery of less than 5% as hcg decreased below detection limit (less than 1.2 u/l). Next, gel filtration studies revealed a high molecular mass form of hcg immunoreactivity for this patient, corresponding with the molecular mass of immunoglobulin m (igm). Further confirmatory testing verified that igm-hcg complexes are present in the serum of this patient (macro-hcg). It is theorized that hcg injection for ovulation during the iui procedure triggered the immune response. Five months later, the anti-hcg and igm-hcg complexes disappeared, which was verified by lowered hcg values (15 u/l) and lowered igm-hcg complex (approximately 14000 rlu). This patient eventually became pregnant and at (B)(6) generated hcg values at 856 u/l. The igm-hcg complex remained at the same level (approximately 1400 rlu), however. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4); no known impact or consequences to patient (B)(4); false positive result. Literature reference: heijboer ac, martens f, mulder sd, schats r, blankenstein ma. Interference in human chorionic gonadotropin (hcg) analysis by macro-hcg. Clinica chimica acta 412 (2011) 2349 - 2350. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer data does not suggest a malfunction occurred. The study performed concluded that the falsely elevated results were due to a known interferant. The customer's observation of falsely elevated results due to interference is specifically addressed in the architect total beta-hcg reagent package insert under limitations of the procedure. A review of complaints for list number 7k78 did not identify any adverse trends or non-statistical trends for the issue under investigation. A product malfunction or deficiency does not exist as a known limitation of the architect total b-hcg assay is the presence of interfering substances. The customer's study confirms that the falsely elevated results obtained were due to a known interferant (macro-hcg).